Event description:
The customer's husband called to report that the customer was hospitalized for high blood glucose levels. The husband stated that the customer suffered a heart attack prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the daily totals did not match with the basal rate and bolus totals. Advised the husband that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump alarmed bolus stopped during the error test due to a faulty battery tube. The insulin pump also had a cracked reservoir tube. No daily total, basal or bolus anomalies were noted.